Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the patient arrived at the (emergency room) on (B)(6) 2021 in respiratory distress, unable to move his arms, and unable to fully empty his bladder. The pump was interrogated and confirmed to be functioning. At the time of the call (B)(6) 2022), the patient was intubated in the ICU (intensive care unit) and requiring ¿a ton¿ of oxygen. Per the hcp, they were suspecting baclofen withdrawal and would like to confirm that the catheter is functioning.

Manufacturer narrative:
The manufacturer¿s device registration system indicates that the device system was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
B5 ¿ corrected information: this sentence ¿it was reported that the patient arrived at the ER (emergency room) on (B)(6) 2021 in respiratory distress, unable to move his arms, and unable to fully empty his bladder.¿ in the initial MDR should have read ¿it was reported that the patient arrived at the ER (emergency room) on (B)(6) 2022 in respiratory distress, unable to move his arms, and unable to fully empty his bladder.¿

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider who reported that the cause of the patient's symptoms was that the catheter was non-functional. The pump and catheter were replaced, however there was no issue with the pump and it was replaced due to nearing the end of its expected life.

Manufacturer narrative:
Continuation of d10: product ID 8711 lot# (B)(6) implanted: (B)(6) 2009 explanted: (B)(6) 2022product type catheter pro duct ID 8711 lot# (B)(6) implanted: (B)(6) 2009 explanted: (B)(6) 2022 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.